Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the baseplate inserter rod would not thread properly into the glenosphere inserter tip, upon visual inspection, the threads appeared to be a bit stripped. This instrument couldn't be used so we had to find an alternate way to implant the glenosphere. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. Attachment (B)(4) device photo ad 19 sept 2024 - 1, (B)(4) device photo ad 19 sept 2024. The photo investigation revealed that the glenosphere inserter tip has signs of wear at the surface and appears to be slightly cross threaded at the tip. However, functionality issues of the device cannot be assessed through a photo investigation. Potential cause can be attributed to unintended use error, this type of damage is likely due to repeated slightly off-axis assembly. Properly handling and attention to the approved use of the device diminishes the risk of failure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Added: d4 (lot), d9, h4. Corrected: d4 primary UDI number.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The baseplate inserter rod would not thread properly into the glenosphere inserter tip, upon visual inspection, the threads appeared to be a bit stripped. This instrument couldn't be used so we had to find an alternate way to implant the glenosphere. Surgery was delayed 5 minutes due to the reported event.